Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2201 was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The cause of the condition was determined to be a faulty piston. To correct the condition, the piston was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice had an unspecified failure. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.